Event description:
It was reported there was a pump motor stall, the patient experienced a decrease in therapeutic effect and subsequently the pump was replaced. The patient's pump was sounding the critical alarm, which was verified by the healthcare provider on (B)(6) 2012 when the pump was interrogated. The logs showed a motor stall, with another motor stall once again after pump was filled and updated. It was noted that the patient had recent urinary tract infection (uti) at that time and was still on antibiotics. The pump was then scheduled to be replaced on (B)(6) 2012. Per the manufacturer device registry, the replacement took place on (B)(6) 2012, therefore it was unclear the exact date of pump replacement. As a result of the motor stall, the patient was experiencing increased spasticity and "underdose symptoms". The medication in the pump was baclofen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that the patient's mother reported "beeping of pump" beginning (B)(6). Patient had intermittent motor stall and recovery. Patient reportedly had "withdrawal symptoms". A dye study was performed (details not provided). Patient was admitted for urinary tract infection on (B)(6) 2012 and hcp also found a pressure ulcer on her. The pump was explanted on (B)(6) 2012. Following surgery patient outcome was noted as no injury; recovered without sequel. It was later reported that patient also had experienced general flu-like symptoms and that the patient was fine after explant.

Manufacturer narrative:
Product ID 8711, lot# j11179r09, implanted: 2002 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed motor gear train anomaly and corrosion. There were multiple motor stalls and recoveries seen in the logs. Significant residue on the upper shaft of gear 2 and some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly were observed.

Manufacturer narrative:
(B)(4).